Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, but was returned to olympus malaysia (oml). Oml checked the subject device and it was found that the electrical circuit board had failure. Based on information from oml, omsc determined that the reported phenomenon was attributed to the failure of electrical circuit board of the subject device. The exact cause of the failure of electrical circuit board could not be conclusively determined, however there was the possibility that it was attributed to the accidental failure of the electrical circuit board. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an unspecified procedure using the subject device at the user facility, the power of the subject device could not be turned on. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.